Event description:
It was reported that the epidural trays have broken glass vials in the packs. The warehouse staff has not seen any physical damage to the box.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated to address broken ampule issues for lot# 23f18k0549. Visual inspection could not be performed as no sample was returned by the customer for investigation. However, the customer did return several photos that clearly show broken ampules in the tray. A nonconformance was initiated to further investigate this complaint issue. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A nonconformance was initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural trays have broken glass vials in the packs. The warehouse staff has not seen any physical damage to the box.